Event description:
During an implantation procedure, the programmer began to smoke. The programmer was turned off and would not boot up when attempting to turn back on. The programmer will be returned and replaced to resolve the event. To consequence to the patient or healthcare provider.

Manufacturer narrative:
Visual inspection revealed no physical damage to the unit. The programmer exhibited normal visual characteristics. The programmer was plugged in to an external power source and was unable to be boot up normally. A power supply unit (psu) anomaly was discovered which was the root cause of the event. The psu was replaced.